Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ductus choledochus on (B)(6) 2015. According to the complainant, during the procedure, the tip of the stent cracked. The procedure was completed with the device. It was not removed on the same day because it was patent and able to drain. However, a second endoscopic retrograde cholangiopancreatography (ercp) procedure was performed the following day to remove the damaged stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter was bent 6cm from the proximal end. The pull wire hub was detached and the pull wire was coiled. Additionally, the proximal end of the pull wire was bent about 3mm from the tip which indicates that the hub was attached securely during manufacturing. The suture hole was also noted to have been partially torn. A photo of the implanted stent was also received and it was confirmed that the stent was torn from the suture hole to the proximal end. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to tangling of suture with the stent and kinks/bends in catheters. With the catheters bound by kinks and bends, the device would become difficult to deploy. Forcible attempt to deploy the stent could cause tearing of stent and suture hole, bending of pull wire and detaching of pull wire hub. Therefore, the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ductus choledochus on (B)(6) 2015. According to the complainant, during the procedure, the tip of the stent cracked. The procedure was completed with the device. It was not removed on the same day because it was patent and able to drain. However, a second endoscopic retrograde cholangiopancreatography (ercp) procedure was performed the following day to remove the damaged stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".